Event description:
We are required to perform linearity checks on instruments that are classified as moderately complex every 6 months. During one of our 6 month linearity checks, we discovered that we had one instrument in operation that failed glucose linearity. You should also be aware these point of care blood gas instruments are cartridge based which means they are essentially a new analyzer every time a new cartridge is loaded -30 day life-. -so the reality is, we are fulfilling a regulatory requirement that doesn't make much sense with these instruments-. Having said that, we've had one that failed. A new cartridge was placed on that analyzer 5 days previous and in that 5 day window, we had 5 patients run. Of those 5 patients, only 1 had values in the range that failed linearity. It is difficult to know for sure the degree of underestimation but the higher the number, the greater the difference. Our linearity material should have been recovering about 175 mg/dl and we were only recovering 145 mg/dl at that level. I don't know if the physicians would have done anything differently during the cbp surgery based on a higher glucose value. After surgery, they are monitored using our poc accucheck meter. When we discovered the linearity problem, we removed the analyzer from service, replaced the cartridge and repeated the linearity on a new cartridge, which passed, so the analyzer has been put back into service. We have since sent the cartridge to the manufacturer for further evaluation and removed that lot # from our stocks. Curiously, we did not see that same issue on other analyzers even with the same lot #. For full disclosure, I am in the process of drafting a note to the physicians -there are 3- to make them aware of this event. Diagnosis or reason for use: during perfusion for CABG.